Event description:
It was reported that the wireless recharger (wr) is not connecting to the implanted neurostimulator to charge. Patient rep states that when patient tries to charge the implant, the wr will start to beep. The patient looses her balance and will fall backwards. Rep does not know if the patient fall caused damaged to the implant. During call, wr was hard reset. Patient had issues charging implant while sitting up and laying back. Rep said the implant was moving around and seemed to slip more towards the patient's armpit when they were laying down. Patient services emailed repair to send replacement wr.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.